Event description:
It was reported, the customer was hospitalized on (b)(6 2015. The customer stated, they were admitted for their leukemia, but they also had high blood glucose and pain. Customer's blood glucose was over 600 mg/dl at the time of admission. The customer stated, the hospital admitted the customer as a precaution for their leukemia. Customer also stated, they did not even know they were experiencing high blood glucose prior to being hospitalized. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.